Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560 . Model: sc-2408-56 . Serial: (B)(6). Batch: 3106426/19743671. UDI: (B)(4).

Event description:
It was reported that all components were explanted due to inadequate stimulation. The explanted products were discarded per hospital policy. No further information has been obtained despite good faith efforts.